Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#:1627487-2017-06490. It was reported the physician noticed both 3186 leads migrated while he was electively replacing the patient¿s ipg. The physician elected to replace both leads during the ipg replacement surgery on (B)(6) 2017.

Event description:
Device 2 of 2, reference MFR. Report#:1627487-2017-06490. Follow up information identified the patient¿s leads did not migrate, but instead were fractured near the ipg site.

Event description:
Device 2 of 2. Reference MFR. Report#:1627487-2017-06490